Manufacturer narrative:
(B)(4). Batch #u5ar3g. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. No conclusion could be reached as to how the firing switch actuator become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the customer that during a bilateral nephrectomy, the stapler got stuck on tissue. The manual override was used and the stapler was still stuck. The surgeon used a pve35a and a psee45a. The 35mm was fired twice and worked successfully with no errors. The surgeon continued to dissect and used psee45a, which fired one time with success. To finish the dissection of the kidney, the surgeon needed one more firing of psee45a. The same psee45a was then reloaded. The surgeon proceeded to instructed her fellow after the stapler was sent down the trocar. The safety trigger was released and the fellow proceeded to engage the firing trigger. Immediately after the firing trigger was engaged, the motor stopped, "sounded like a battery dying." The surgeon instructed her fellow to engage the reverse button. The fellow confirmed she had pushed the firing button forward, but nothing happened. The battery was removed from the device and there was no change. They proceeded to remove the latch to engage the manual override. An additional trocar was placed and a new psee45a device was opened. With the aid of clips and an additional stapler, the team was able to release the locked psee45a. According to the surgeon, the stapler was able to removed, but did cut the tissue. They were able to successfully stop the bleeding and proceed with the case. There were no patient consequences reported.